Manufacturer narrative:
Results evaluations (other): preliminary findings reveals that leakage was found in the inflation line at the connection portion with the pilot balloon. The sample is being forwarded to the mfg site for complete investigation. A follow-up report will be submitted upon receipt of the investigation.